Manufacturer narrative:
Unit power up properly after battery installation. No blank display, black dot, display anomaly or audio/beep noted. Drive support disk was inspected and no anomaly was noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or no delivery alarm, prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 377 mg/dl. Current blood glucose is 147 mg/dl. Customer reports stopped delivery insulin. Customer reports they feel okay to troubleshooting. Customer reports they have a back-up plan available. Customer reports they have contacted their healthcare provider regarding the high blood glucose level. Troubleshooting was performed and customer reported the drive support cap was damaged. The insulin pump is returning for analysis.